Event description:
The lantus pen requires a needle to be placed on it. The needles that the hospital uses requires the nurse to hold the patient's skin then push the pen/needle into the patient skin, the somehow push the pen's button to deliver the insulin into the patient's abdomen. That alone takes 3 hands. The problem is that the needle tends to misfire where the needle does not come out and the safety mechanism does not engage. The insulin ends up in the outer safety shield and not in the patient.